Event description:
It was reported that functional loss of capture and noise due to electromagnetic interference resulting in oversensing was observed on the device. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Rv and ra lead damage was suspected, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.